Event description:
It was reported by the patient that this subcutaneous implantable cardioverter defibrillator (s-ICD) is implanted that this devices battery was "draining really fast". Additionally, the patient reported the device area felt "was real hot/burning only when he worked outside" and "since working inside it doesn't feel hot like that anymore". Technical services (ts) refered the patient to device clinic so they could be examined. The device remains in service. Information from the clinic where the patient is followed indicates the patient has not been seen for over a year, with no further information available from the field despite field representative efforts. No additional adverse patient effects were reported.